Event description:
While investigating a (B)(6) male pt's electrode belt for an unrelated issue, a reportable problem was discovered. One of the electrode belt cables was pulled from the strain relief. The pt was issued a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. Upon evaluation, the cable that connects the distribution node (dn) to the rear therapy electrodes was pulled from the strain relief, damaging several wires. The root cause for the strained cable was excessive force. No adverse event resulted from the damaged cable. The pt received a replacement electrode belt.